Event description:
The customer reported that this bedside monitor (bsm) is going into communication loss (comm loss) intermittently. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this bedside monitor (bsm) is going into communication loss (comm loss) intermittently. According to the customer, the issue is happening every 2 days. The customer has replaced the ethernet cable from the wall to the monitor; however, the issue persists. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.